Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted 9/11/2015: a review of the complaint record indicated this complaint was received by animas on (B)(4) 2015, not (B)(4) 2015 as previously reported.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 12/14/2015: the device was returned to animas and evaluated by product analysis on 11/09/2015 with the following results. No defect was found. No replace battery alarms observed in black box or alarm histories. Pump electrical current draws were tested and were within specifications. Replace battery alarm did not occur during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.